Event description:
It was reported the catheter was being used and the blue pinch clamp broke. As a result, the clinician exchanged the replacement hub connector for the pt. There was a delay in treatment and no pt death or complications were reported. It is noted they are not sure if this was a (B)(4).

Manufacturer narrative:
(B)(4). Follow-up report will be filed, if additional information becomes available.